Manufacturer narrative:
B1: yes.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. No issues were observed during the procedure. On an unknown date, follow-up exam identified a distal type I endoleaks left: plc181200j and aneurysm enlargement (amount unknown). The cause of the endoleak was reportedly disease progression. On (B)(6) 2021, additional stent graft was implanted to extend the left leg to the external iliac artery. The left internal iliac artery was embolized prior to the device implant. The patient tolerated the procedure.